Manufacturer narrative:
The event of stylet failure to advance through the lead was not confirmed. The lead device was returned for analysis; the stylet was not returned. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Using the test stylet, the stylet was found to advance through the lead with no anomalies.

Event description:
It was reported that during procedure there was an event of the lead guidewire failing to advance. It was a result of thrombus noted on the lead. The lead was replaced and the surgery concluded successfully. The patient was stable.